Event description:
It was reported that the pump's usb port was damaged, causing the pump to be unable to be charged. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.